Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and presenting electrograms show possible oversensing on the atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.